Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not yet received the harmonic ace curved shears instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a plastic fragment dropped from the blade of the harmonic ace curved shears instrument into the patient's body during resection. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h1, h2, h3. Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. Visual inspection found that the white teflon was damaged. A piece measuring approximately 0.171¿ x 0.063¿ was broken off and not returned with the instrument. Additionally, the blade was found to have deep scratch marks. A review of the instrument log for the harmonic ace curved shears instrument associated with this event has been performed. Per logs, the instrument was last used on(B)(6)2020 on system sk1406. The harmonic ace curved shears is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".